Manufacturer narrative:
(B)(4): evaluation revealed that the bolus button was torn but keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The bolus button required excessive force to push. None of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad buttons.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.